Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Air was observed in the cartridge, indicating that the cycler alarmed appropriately. The cartridge was not returned for evaluation. The exact cause of the arterial air alarm cannot be determined. The user's guide states possible causes of the alarm as loose connection or disconnection at the arterial access, air in saline for priming, bolus or rinseback, poor flow through the access, or clamped patient line. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and there have been no similar problems reported subsequent to the event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred at the end of a routine hemodialysis treatment. Air was observed in the cartridge. Partial rinseback was completed resulting in an estimated blood loss of 145cc. No medical intervention was required.